Manufacturer narrative:
(B)(4).

Event description:
The customer received questionable results for multiple assays from (B)(6) 2018. Data was only provided for one ca2 calcium gen.2 result as an example. The initial result was 6.1 mg/dl. The repeat result from another cobas 6000 c (501) module 8.4 mg/dl. The repeat result from the original cobas 6000 c (501) module was 8.3 mg/dl. The repeat result was believed to be correct and reported outside of the laboratory. There was no adverse event. The reagent lot number 27798601. The expiration date was requested but was not provided. The field service representative found an issue with the sample probe and the customer replaced it. The customer ran calibration and qc with acceptable results. Upon follow up, the customer confirm they had no further issues.